Event description:
It was reported while using bd alaris¿ vp series dehp free infusion set there were cracks. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: at the time of use, this device presented the following malfunction: "during my tubing purge with the treatment, the tubing chamber cracked. It seemed rigid, as if the plastic had hardened. The 2nd tubing I used was also rigid, and a white line appeared when my fingers exerted pressure during purging (same batch)".

Manufacturer narrative:
H6: investigation summary no samples were received for investigation of in which the customer has reported experiencing white lines on the drip chamber of 70593 products from lot 1023284, after the chamber is squeezed for priming. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1023284 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Stress-whitening such as that observed by the customer, is a common feature in most plastics. When the drip chamber is squeezed, the polymers in the plastic compress. This compression changes the way in which light is reflected from the plastic, resulting in the appearance of white stress marks. This is considered a cosmetic defect only, which is not critical to the functionality of the product.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ vp series dehp free infusion set there were cracks. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: at the time of use, this device presented the following malfunction: "during my tubing purge with the treatment, the tubing chamber cracked. It seemed rigid, as if the plastic had hardened. The 2nd tubing I used was also rigid, and a white line appeared when my fingers exerted pressure during purging (same batch)".